Event description:
Pt underwent carotid endarterectomy (2004) with implantation of device as carotid artery patch. Sometime in 2004 (exact date unk) pt presented with infected abscess at cea surgical site. Pt then underwent exploratory procedure which involved removal of the device, irrigation of the surgical site and placement of a saphenous vein graft. Post-operative cultures found abscess fluid to be positive for strep and staph. Pt status: unk.